Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified the power issues and replaced the e-100 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and failed on the test system. There was no power to the vessel sealer instrument and could not cut or seal. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted paraoesophageal-hiatal hernia surgical procedure, the e-100 generator had no power. Prior to calling, the customer verified the rocker switch was in the on position. The customer attempted to change the power cord and relocated the power cord to another outlet, but the issue remained. The customer stated there were no error messages or faults. The technical support engineer (tse) reviewed the logs but found no related issues. The customer stated the power button on the e-100 generator had no illumination behind it at all. The tse recommended for the customer to utilize the erbe generator as a bypass. The procedure was completed as planned with no patient harm.